Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is not working. Customer went to take a nap and when she woke up, the pump would go blank whenever the buttons were pressed. Customer stated that she could see the reservoir icon, time, and battery icon. Customer attempted to change the battery but the issue continued. Customer stated that the screen is not completely blank when a button is pressed. Customer stated that the screen is just very dim. Customer's blood glucose was 75 mg/dl at the time of the incident. Customer stated that the pump was not dropped or bumped. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window.